Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. The system level review of the device and the concomitant products could not confirm malfunction and/or abnormalities. No samples were available for evaluation; therefore, no investigation could be performed to verify reported issue.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported that she had been diagnosed with an episode of peritonitis. Additional information has been solicited from the patient's clinic, however, no further information will be available. The reported event date reflects the best estimate date based on all information currently available.